Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net with episodes stored as ams. Upon review of the egms it appeared that the episodes were actually the result of far-r oversensing and some baseline chatter. At this time no reprogramming would be done and the patient would be monitored.